Manufacturer narrative:
Date of event is estimated.

Event description:
Related reference number: 3006705815-2022-16379. It was reported the patient experienced ineffective stimulation to their right side. Troubleshooting attempted but only provided somewhat effective therapy. In turn, surgical intervention may occur later.

Event description:
Additional information was received wherein the leads were explanted and replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.